Manufacturer narrative:
Patient had battery exchanged due to battery depletion. Explanted device unable to be analyzed due to battery depletion. No further action to be taken.

Event description:
(B)(6) the call center: I have pacemaker that was put in (B)(6) 2020, im looking for a new battery put in. Serial (B)(6) model# 37800.